Event description:
Revision surgery revealed macromotion and 90 degrees inferior rotation of the acetabular cup. The acetabular insert and cancellous screw were also removed at this time.

Manufacturer narrative:
Summary of evaluation: the device has been retained by the hospital; therefore, evaluation of the device is not possible. A review of the device history records can not be performed as the lot code has not been provided. Attempts to obtain the device and lot code info have been unsuccessful. The info provided suggests that this event would not be associated with the device but rather would be patient related.